Event description:
Shortness of breath 2018, extreme tiredness 2018, pain/burning in left breast where scar is 2018, pain in right breast towards the center of chest 2018, pain in back between shoulder blades 2018, pain in neck 2018, constant headaches 2018, pain in lower back 2018, cervical cancer 2011, elevated heart rate (been (B)(4) tracking) 2018, elevated d-dimer 2018, calfs and back of thighs burning when walking 2018. Low b12 2018, low folic acid 2018, low vitamin b d 2018, decrease in sex drive 2018, cysts behind knee 2018, ovarian cysts 2018, constant throat clearing 2018, unexplained weight gain 2018, constant numbness in left hand 2018.